Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had hysterectomy'), uterine cancer ('uterine cancer'), pregnancy with contraceptive device ('pregnancy with contraceptive device') and breast cancer ('breast cancer') in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have uterine cancer (seriousness criterion medically significant) and breast cancer (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (surgery for essure removal). Essure was removed. At the time of the report, the medical device removal, uterine cancer, pregnancy with contraceptive device and breast cancer outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered breast cancer, medical device removal, pregnancy with contraceptive device and uterine cancer to be related to essure. The reporter commented: other women experiencing similar symptoms and challenges. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal, uterine cancer, breast cancer, pregnancy with contraceptive device and device ineffective. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device") and was found to have uterine cancer ("uterine cancer") and breast cancer ("breast cancer"). The patient was treated with surgery (surgery for essure removal). Essure was removed. At the time of the report, the medical device removal, pregnancy with contraceptive device, uterine cancer and breast cancer outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered breast cancer, medical device removal, pregnancy with contraceptive device and uterine cancer to be related to essure. The reporter commented: other women experiencing similar symptoms and challenges. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal, uterine cancer, breast cancer, pregnancy with contraceptive device and device ineffective. Most recent follow-up information incorporated above includes: on 21-jan-2020: quality safety evaluation. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.